Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (not powering on) was confirmed. The root cause of the loose component was unable to be positively identified. There were no adverse events associated with the charger malfunction.

Event description:
A us distributor reported a battery charger will not power on.